Event description:
The vad coordinator reported that while attending a routine clinic visit it was determined that a speed decrease would be made. The back-up system controller would not program upon tethering to the power module and system monitor. The system monitor displayed normal alarms and visuals but there was no option to toggle through the screens. The cables were disconnected and reconnected several times. The back-up system controller was manually placed into "back-up mode". At that point, the system controller was then able to be programmed.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the device investigation is completed.